Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm issue. It was reported that a 069-0000 call service alarm was emitted more than expected. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 08/08/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/14/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. During testing, the pump emitted a call service 069 alarm. The pump¿s cover was removed, no intermittent condition was found to the printed circuit board (pcb). A test code downloader tool application v 1.0.0 was used to upload test code v 1.0.4 to master/slave/periph processors as per (6000975). The upload was successful, the pump powers up and display just ¿msp¿ instead of ¿msp2¿. The pump normally displays ¿msp2¿ as an indication that the master (m) has booted properly and then the slave (s) has booted properly and then the peripherals (p) has done likewise. The (2) is the eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. An eeprom failure was concluded.